Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message. There was no patient injury reported as a result of this incident.